Event description:
A customer reported that during a yag laser procedure, the equipment presented "double noise" of the shots, and the power value displayed "0.1" rather than what the doctor had selected. The procedure was completed with the same equipment and accessories with no delay and no patient harm.

Manufacturer narrative:
A review of the service report (sr) indicates the laser always displays 0.1 mj when firing. The company representative examined the system and confirmed the reported event of "laser always displays 0.1 mj when firing." The company representative calibrated the system and the power to address the nonconformity. There was no mention of the "double noise" report in this sr. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported event of 'double noise" of shots could not be conclusively determined. The root cause of the reported event of "laser always displays 0.1 mj on the screen when firing" was attributed to an out of calibration laser. (B)(4).